Event description:
It was initially reported that the patient never had therapeutic effect. There was no known accident or incident, but the symptoms started to get worse a year prior to the report, despite feeling stimulation. The symptoms were worse after the implant. The patient tried all of the programs and had no success with the therapy. It was further reported that the patient had the device removed because it was causing pain and not stopping the problem. The date of the explant was not provided. The outcome was not provided. If additional information is obtained, a follow up report will be sent.

Manufacturer narrative:
Lead: model 3093-28, lot: v014289, implanted: (B)(6) 2006, explanted: unk. Lead: model 3093-28, lot: v014289, implanted: (B)(6) 2006, explanted: unk. Programmer: 3037, serial (B)(4). (B)(4).